Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, partially broken retainer ring, broken reservoir tube lip, debris under window cover, and pillowing keypad overlay. Cosmetic damage was confirmed at battery tube during analysis. The insulin pump involved in this event is the ngp 640g series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.